Event description:
Related manufacturer reference number: 2017865-2023-22377 / 2017865-2023-22378 / 2017865-2023-22379. It was reported that the patient presented for an implant procedure. During the procedure, the patient experienced acute heart failure. It was unknown if the leads and catheter contributed to the heart failure. The leads were not implanted, and the procedure was aborted. The patient condition was stable.

Manufacturer narrative:
The reported event indicated acute heart failure during surgery. As received, only the dilator was returned for analysis and the catheter used at the procedure was not returned. Visual examination of the dilator was normal, and no anomalies were noted.